Event description:
The healthcare provider reported injecting smooth into the temples of a patient. The patient experienced lumps and bumps which persisted longer than the hcp expected. The hcp performed a firm massage of the temples for a few days following injection. The lumps were treated with injection of saline in the temple region to try to smooth out the lumpiness. The lumps persisted and the product was dissolved.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Additional information has been requested for the event. Complaint numbers: (B)(4).